Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on july 31, 2007 and alleged that his one touch ultra meter was not powering on (serial number not provided). This complaint was classified based on he customer care advocate (cca) documentation. It was documented that the event in 2007, (unknown if this is when the issue first occurred). The patient also reported feeling dizzy, numb, weak, sweaty, and had a headache. He tested on his backup meter with results of 271 mg/dl, 144 mg/dl, and 172 mg/dl (unknown when these tests were performed). The symptoms had developed prior to the patient taking his usual dose of insulin (lantus 60 units and novolog 60 units). He did not receive/require medical intervention. At the time of troubleshooting, it was verified that this was not a new product and that there was not meter trauma. The patient was using the correct test strips and had replaced the battery per the owner's manual. The battery was correctly installed and the condition of the battery contacts were also good. However, the issue was not resolved when the power button was pressed or when a test strip was inserted all the way into the test strip port. This complaint is reported, because the alleged power issue was not resolved with troubleshooting and the patient reported experiencing symptoms of low blood glucose at some point. He reported that he used his backup meter and took his usual dose of insulin. Replacement products were sent to the lay user/patient.